Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received the patient was having a non-functional system. The patient was having trouble feeling the programs due to high impedances on the leads. The patient will undergo an scs explant and replacement procedure.

Manufacturer narrative:
Additional information was received that device malfunction was suspected with the lead.

Event description:
A report was received the patient was having a non-functional system. The patient was having trouble feeling the programs due to high impedances on the leads. The patient will undergo an scs explant and replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received the patient was having a non-functional system. The patient was having trouble feeling the programs due to high impedances on the leads. The patient will undergo an scs explant and replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received the patient was having a non-functional system. The patient was having trouble feeling the programs due to high impedances on the leads. The patient will undergo an scs explant and replacement procedure.